Event description:
It was reported that a biliary stent intended to be implanted in the subclavian vein to treat a stenosis. "Watermelon seeded" into the superior vena cava so that the proximal portion of the stent was in the subclavian and the distal end was dangling into the superior vena cava. Shortly after implant, a venagram was performed and demonstrated that the stent had migrated to the pulmonary artery. Additional access was made in the right femoral artery, and a biliary stent was advanced and deployed within the pulmonary artery, pinning the migrated stent to the vessel wall. An additional biliary stent was then advanced and implanted via the lower arm access to treat the stenosis within the subclavian vein. The stent was deployed without incident. The diameter of the subclavian vein was reported to be 4mm in diameter. The pt is currently asymptomatic.

Manufacturer narrative:
As part of all complaint investigations, an attempt to evaluate the subject device, as well as how the device was used is considered. In this particular case, the stent remains implanted and the delivery system was discarded by the user facility, therefore, not available for eval. Case images were not received for investigation. The lot records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The review shows that no remarkable incidents occurred during the manufacturing process. Based on the info available and the fact that no sample was returned, the reported problem could not be confirmed. This application represents an off-label use of the device. According to the instructions for use supplied with this product, the product is indicated for use in the treatment of biliary strictures resulting from malignant neoplasms. The current instructions for use (IFU) for this product states: indications for use: the bard e-luminexx biliary stent is indicated for the treatment of biliary strictures resulting from malignant neoplasms. Potential complications: potential adverse events associated with the use of the bard e-luminexx biliary stent include, but may not be limited to, the usual complications reported for conventional biliary stents and transhepatic procedures such as: stent migration.